Event description:
A nurse reported a system message was received during a case. There was a short delay but it did not impact the surgery. There was no patient impact reported. Multiple attempts have been made to retrieve additional information, but none has been received to date.

Manufacturer narrative:
A company service representative examined the system and found the reported system message in the event log. The fluidics module was replaced and sent for in-house evaluation. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).